Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used. The week before the dentist had replaced cap screw with healing abutment and everything looked fine.